Event description:
It was reported that the device indicated the remaining battery longevity was 1-2 years and then when it was interrogated about 6 weeks later, the remaining battery longevity was 7-8 years. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).